Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address infection.